Event description:
Discovered brown-tinged IV tubing (primary and secondary were both in intact packaging). Manufacturer response for IV tubing, clearlink (per site reporter): device forwarded to baxter for quality testing. Once all tests were completed by manufacturer it was determined that the gamma sterilization, time and elevated temperatures were contributing factors to the discoloration but this did not affect the safety or performance of the material.